Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. E insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The customer stated that she had changed her infusion set and during the manual prime process insulin had squirted out; the pump alarmed shortly afterward. Troubleshooting was initiated for the rewind and prime issue. The customer also confirmed that the drive support cap was sticking out. Although the customer pushed the drive support cap back in and the pump functioned normally, she was advised to discontinue use of the pump and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.